Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of lightheadedness and dizziness. The lead trends revealed occasional right ventricular (rv) lead auto capture threshold measurements above the normal range. The lead remains in use. No patient complications have been reported as a result of this event.